Event description:
The hcp reported that the pt has not been getting good efficacy for weeks; at clinic visit, it was noted that the pump was programmed to stopped pump mode. The pt had a dye study performed approximately two weeks prior. A follow-up report will be sent if add'l info becomes available to us.